Event description:
Boston scientific received information that this patient went to the emergency room with chest pain. The device and right ventricular (rv) lead were interrogated and found that thresholds had increased. The patient is pacer dependent so the boston scientific field representative reprogrammed by increasing the outputs. Five days later the rv lead was explanted for high thresholds and replaced successfully with a new rv lead. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.